Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2014 reporting that the pump emitted loss of prime warnings. There is no reported adverse event with this complaint. This report is made based on the allegation of the loss of prime issue.

Manufacturer narrative:
Follow-up #1: date of submission 04/01/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/14/2014 with the following findings: there is no loss of prime evidence recorded in the black box. There are numerous occlusion alarms recorded in the black box and history. No loss of prime or occlusions during investigation. The force sensor calibration reading was within specifications. Opened pump and removed from case. Force sensor resistance reading was 7.8k ohms. Theer was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.